Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient (the patients wife) contacted lifescan (lfs) (B)(4), alleging that the patients onetouch verio2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that on (B)(6) 2016, the patient tested his blood glucose level using the subject meter and obtained an alleged inaccurately high result of 90 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. The reporter indicated that because the meter said he was not in hypo he just waited for dinner as usual, but after 10 minutes he started feeling sweaty and anxious. The patient associated the symptoms with hypoglycemia. The reporter indicated that because of that, the patient skipped his usual insulin dose and had food to treat his symptoms. The reporter denied that any other device had been used to check the patients blood glucose levels. At the time of troubleshooting, the reporter confirmed that the meter was set to the correct unit of measure and the patients test strips had been stored correctly and were within expiry date. The reporter did not have control solution to test the meter and test strips. The patients products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow him to verify the accuracy of the meter and test strips. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.